Event description:
It was reported the patient's blood glucose level dropped to 52 mg/dl while using the omnipod 5 system in automated mode. The pod had been worn on the abdomen for approximately 37 to 48 hours at the time of the event. Symptoms reported included shaking, visual hallucinations, and cramping. As a result of the hypoglycaemia, the patient attended the emergency room in (B)(6) on (B)(6) 2026. No information regarding treatment was provided. The patient was discharged after 30 minutes. A healthcare professional came to the patient's house who gave the patient candy. However, it was reported the patient was already stable by that time.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Dob has been updated.